Event description:
Reporter indicated that it was discovered during a generator revision surgery that diagnostic testing resulted in high lead impedance. The surgeon indicated that he would perform a full revision surgery. Good faith attempts for additional information and product return have been unsuccessful to date.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.